Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number not provided by the customer.

Event description:
It was reported to philips that ¿the monitor display asystole hr of ob/m on all patients.¿ we are considering this to mean that the monitor displays an asystole heart rate of zero beats per minute on all patients. There was no reported patient involvement / adverse patient impact.